Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw was implanted successfully, reducing mr to grade 1-2. The next day transthoracic echocardiogram (tte), mr had increased to grade 3-4 and a partial detachment from the posterior leaflet with a chordal rupture was observed resulting in a slight shift of the clip laterally. Patient was experiencing dyspnea. The next day (B)(6) 2025, an additional procedure was performed and a xt clip was implanted successfully reducing mr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported migration of partial clip movement appears to be related to patient morphology/pathology. The reported patient effects of tissue injury and recurrent mr appear to be due to the partial clip movement. Dyspnea appears to be a cascading effect of the recurrent mr. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient remained hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.